Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Ventricular short interval count (v-sic)=1372 counts, in 22.73 days, between (B)(6) 2013. Concomitant products: 5076 implantable pacing lead - (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing since implant. The lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.